Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the water bag spike was cut off from the water feedset tube of the returned mr290v chamber. When the chamber was inverted, both the primary and secondary floats were able to move freely. Further inspection showed that there was no noticeable damage to the chamber dome or aluminium base. A lot check revealed no other complaints of this nature for lot number 120621. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v chamber as the water bag spike was cut off from the water feedset tube. The fph user instructions (ui) that accompany the mr290 chamber specifies in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the mr290 humidification chamber. (B)(4).

Event description:
A hospital in (B)(6) reported that an mr290v vented autofeed humidification chamber overfilled during set up. No patient consequence was reported.